Event description:
It was reported that the patient missed their refill and experienced acute withdrawal. The patient went to the emergency room (ER) three times on (B)(6) 2013, and was then admitted to the ER again on (B)(6) 2013 with withdrawal symptoms. It was noted the pump showed that 21.5 ml was dispensed and the health care provider (hcp) questioned how long the pump had been dry. Per the programming, it was calculated that the pump reached 0 ml approximately 8 days prior to the date of this report. The hcp did not think the pump was working because the reservoir volume had not gone down since 18:30 the night before when the pump was refilled. Technical services explained that the pump was running very slowly and it could take a couple days for the pump reservoir volume to change. The hcp programmed a 0.008 mg bolus on the date of this report. The pump was being used to deliver morphine. It was later reported that the patient experienced generalized weakness and a medical device complication was stated. It was also reported that the patient was given oral ativan 0.5 mg for anxiety, and oral benadryl for itching. It was later reported that the low reservoir volume was "too low to register" during the programming and refill process. The patient was admitted to the hospital for general weakness. Additionally, the patient also experienced lethargy, acute renal insufficiency, leukocytosis, and bradycardia with EKG changes. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported the event resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Product ID: 8 590-1, lot# n328329, implanted: (B)(6) 2012, product type: accessory. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).